Event description:
A dialysis facility reported that there was excessive fluid removal of approx 3.7 kg from a pt during a hemodialysis treatment. The pt became hypotensive after 1 1/2 hrs and was given a total of 1,100 ml of saline. He was discharged home complaining of weakness but in stable condition. There was no serious pt injury.